Event description:
This is one of one report for complaint# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011.

Event description:
It was reported that an in situ bender tip broke off while performing some rod bending during a procedure. The patient outcome was not affected by the incident. Instrument was a part of an evaluation set.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned and a product development event evaluation was performed. The tip of the bender was found to be broken off of the instrument. Causes of breakage may include excessive bending forces applied to the instruments or insufficient strength of the tip. It could not be determined which of these, or other factors, contributed to the device failure. Design evaluation concluded that the in situ benders are designed to bend rods in the sagittal plane after the rod has been placed in the screw/rod. The working ends of the benders are placed over the rod and are pushed toward or away from one another depending on the desired direction of bend. The root cause of this event was indeterminate.